Manufacturer narrative:
The astral device was returned to a third-party service enter. Evaluation confirmed the reported complaint. The device was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to outlet pressure measurement. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation was unable to reproduce the reported complaint. Visual inspection of the pneumatic block identified contamination. The non-return valve was replaced and device recalibrated to address the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device misuse. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to outlet pressure measurement. There was no harm or serious injury reported as a result of the incident.